Event description:
It was reported that the hollywood vi implant 11x27x7mm broke during a l4-5, l5-s1 decompression and fusion with instrumentation surgery. It was on the inserter and the doctor was using a mallet to drive the implant in at l5-s1. It was reported that only half of the implant will be returned to the MFR for eval because the other half of the cage had to remain in the patient at l5-s1. It was reported that a hollywood vi implant 11x27x9mm was also placed at l4-l5 with no problems. There was a spare implant/instrument in the case. The spare functioned properly. The surgery did not extend more than 10 minutes due to the incident. No add'l anesthesia was administered due to the incident. Surgery was completed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.